Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing lead impedance measurements greater than 2,500 ohms. Additional information was received and indicated that the noise was oversensed and lead to pacing inhibition, but not greater than two seconds asystole. A lead revision was scheduled. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received and indicated that the ra lead was surgically abandoned. The cause of the impedance issue was not determined. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.